Manufacturer narrative:
The cobas 8000 ise module serial number was (B)(6). On 24-apr-2025, the field service engineer (fse) found an issue with the sample probe. The fse replaced the sample probe and performed adjustments. Ise checks, precision testing, calibration, and qc were all acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned low results for 8 patient samples tested on a cobas 8000 ise 1800 module. Discrepant results were provided for 2 patient samples tested for sodium electrode (na). Patient 1 initial result was 132 mmol/l. The repeat result was 140 mmol/l. Patient 2 initial result was 131 mmol/l. The repeat result was 137 mmol/l. The repeat results were believed to be correct?

Manufacturer narrative:
The initial report stated: "the repeat results were believed to be correct?" This should say: "the repeat results were believed to be correct." Section b3 was updated. Section d, device identification, was updated. Relevant fields of sections d and g were updated. The na electrode lot number was bcr93 with an expiration date of 07-oct-2025. Calibration was last performed on 25-apr-2025 with no issues. No qc data from the day of the event was provided. The customer stated qc was acceptable. The qc data provided was acceptable. No issues were identified during a review of the alarm trace data. The investigation determined that the sample probe issue found by the fse was the root cause of the event.